Manufacturer narrative:
Company rep evaluated the system. Corrections included resetting the central station computer, discharging and readmitting the pts.

Event description:
Customer reported loss of communication between the panorama central station and panorama telepacks, which may have resulted in loss of telemetry monitoring. No pt injury was reported.